Event description:
The hcp reported the pt was seen in the e.r. In 2004 for withdrawal symptoms. The pump was explanted and replaced. The hcp reported the following month that the pt was doing well. A follow up report will be sent when additional info is received.